Manufacturer narrative:
The user facility was advised to return the device to olympus for repair and evaluation, however, to date, there is no evidence that the device has been received by olympus. If additional relevant information becomes available, the information will be submitted in a supplemental report.

Event description:
A user facility reported to olympus that, their olympus cv-190, evis exera iii video system center, failed to produce an image during a procedure. The intended procedure was a flexible sigmoidoscopy and the procedure was completed. The reporter stated a 10 minute delay in procedure occurred due to the problem. There was no patient injury or harm associated with the reported problem.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation and determined "failure of the synchronous circuit of the patient substrate is a likely cause for the phenomenon that the 180-scope images are not displayed."